Event description:
It was reported this catheter was successfully placed for biliary decompression treatment and bile drainage. It was noted under fluoroscopy, during a scheduled catheter exchange, this drainage catheter had fractured and remained in the pt. A gooseneck snare was used to successfully retrieve the detached catheter segment and another catheter was placed for continuation of treatment. The pt's condition is good. This device was received, evaluated and retained by this MFR. The engineering eval indicated the device was received in two pieces. The first section of catheter shaft is fractured at both ends and measured approx 3 centimeters. A longitudinal split is noted the length of the catheter segment. The point of break was uneven and jagged. The second section measured approx 27cm and a longitudinal split measuring 2cm was noted. The point of break was jagged and uneven. The distal coil and proximal hub are detached from the catheter and not returned. As a lot number was not provided a device history search could not be performed. The co believes user technique, and/or pt anatomy may have contributed to this event. However, the co is unable to determine the relationship between the device and the cause for this event. Directions for use state: "the catheter is designed for percutaneous drainage of abscess fluid, biliary, nephrostomy, urinary, pleural empyemas, lung abscesses, and mediastinal collections."